Event description:
Information was received that reported a pt was treated in 2008 for an incident of diabetic ketoacidosis. Per the reporter, the pt was hospitalized around noon when his blood glucose became elevated (exact reading unknown). Upon admit, his blood glucose was 653 mg/dl. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.